Event description:
It was reported that the PICC was leaking under the skin, and on removal, there was a hole approx an inch from the insertion site, internally.

Manufacturer narrative:
The device has not been returned to the MFR at this time for eval. A lot history review (lhr) of rewe1884 showed no other similar product complaint(s) from this lot number.